Event description:
On 01-apr-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in spain. It was reported on (B)(6) 2021, by the patient's mother that on (B)(6) 2021 at 8: 00 am, the patient experienced nausea, vomiting and severe hyperglycemia. The patient's blood glucose level was 477 mg/dl and had positive results in ketone test which the patient tried to treat it with an insulin pen. Subsequently, on the same day ((B)(6) 2021), the patient was hospitalized with blood glucose level of 477 mg/dl, where intravenous insulin infusion was administered as corrective treatment. Reportedly, when the cannula was found to be bent upon removal of the infusion set from the body. Further, the patient was hospitalized for five days. Currently, the patient's blood glucose level was 149 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported on 08-feb-2021, by the patient's mother that on (B)(6) 2021 at 8: 00 am, the patient experienced nausea, vomiting and severe hyperglycemia. The patient's blood glucose level was 477 mg/dl and had positive results in ketone test which the patient tried to treat it with an insulin pen. Subsequently, on the same day ((B)(6) 2021), the patient was hospitalized with blood glucose level of 477 mg/dl, where intravenous insulin infusion was administered as corrective treatment. Reportedly, when the cannula was found to be bent upon removal of the infusion set from the body. Further, the patient was hospitalized for five days. Currently, the patient's blood glucose level was 149 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.